Event description:
It was reported that a malfunction alarm with the code malf 12 occurred. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue happens again.